Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate 3 lvas, could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. Additional information was requested, but was not provided. The cause of death was unknown. Multiple requests for product return were sent to the account, but the product has not been returned to date. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The cause of death was not provided. Additional information was requested but was not provided.